Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too small' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Device's log files were not provided. Our field service engineer (fse) investigated the issue further and found out that the air gas module was defective and required replacement. After replacing the air gas module, the ventilator passed all functional and safety test and was returned for clinical use. The gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The reported issue was investigated further on-site and it was found that the air gas module was defective and required replacement. No part was returned for further investigation, hence the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).